Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that patient's blood glucose level rose to greater than 250 mg/dl because insulin was leaking with unknown duration of wear. The patient had symptoms were vomiting, and sickness. As treatment, the patient managed at home. There were no further information available and multiple good-faith efforts to obtain additional event details were unsuccessful.